Event description:
It was reported that the patient presented in the hospital emergency room with a device that had an alert message for output circuit damage. A shorted output stage detection was noted. The patient was having a brain tumor removed on the date of the sosd. External noise was being oversensed causing false vf to be detected and no therapies delivered. The device was reprogrammed.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.